Manufacturer narrative:
Findings: unit was received with no act button response due to corroded keypad races. No unexpected audio/beep or button error alarm noted during testing. Unable to verify for battery out of limit alarm due to no act button response. Pump received with minor scratched display window, cracked case at display window corners and cracked display window corner.

Event description:
The customer reported via phone call indicating that insulin pump alarm battery out limit. Customer's blood glucose was 204 mg/dl. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with escape and act. The customer was advised that the device would be replaced and agreed to return the product for analysis.